Manufacturer narrative:
Findings: evaluated 3 random seal reservoirs. Perform pre-fill reservoirs. Checked o-rings for defects and none was found. Also, ran basal, bolus leaking test as follows: reservoirs filled, and connected to a new infusion set. Installed reservoirs and connector into a insulin pump. Conclusion: no air bubbles a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer's blood glucose was 250-500 mg/dl since they started using the insulin pump. Blood glucose level at the time of the call was 150 mg/dl. The customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was advised to change the infusion set. The reservoir will not be returned for analysis.